Event description:
The customer contact reported "sparks when plugged in". During set up prior to pt use, the nurse noted sparks from an unspecified location of the ac power cord when the device was plugged into ac power. The device was unplugged and removed from clinical service. Therapy was initiated using a replacement device. There were no reported adverse effects to the pt or nurse and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This device was identified as part of a customer notification dated (B)(6) 2009. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).